Event description:
The user reported that the pump dispensed insulin from the cartridge during the load step. Troubleshooting revealed there were no loss of prime episodes and there were no issues with the pump display. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4): evaluation revealed an out of calibration force sensor and a broken force sensor flex. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the load step the pump dispensed fluid emitting a no cartridge detected warning.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.